Manufacturer narrative:
The catheter was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. However, the possible root cause could be due to ¿build of csf, increased pressure". If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2021-00137. A physician reported a codman certas valve (mfg report number 3013886523-2021-00137) and a codman medos ventricular catheter, 60 cm, were implanted in a patient on (B)(6) 2021 via a ventricular peritoneal shunt with an initial setting of 4 on (B)(6) 2021. The patient¿s symptoms worsened on (B)(6) 2021. Imaging was obtained, but the distribution below the bulb could not be confirmed. The patient was taken to the operating room on (B)(6) 2021 and the valve and the catheter were both replaced due to suspected catheter obstruction. The patient is currently in follow-up. No further information was provided by hospital.